Manufacturer narrative:
The device was not returned for analysis, as it was consumed in the intervention. Attempts to gather additional information have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and user technic related event. However, the exact cause remains unknown. Neurological deterioration is known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Per the device IFU: do not allow more than 1 cm of onyx¿ les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient is unknown, but could potentially include clot formation, infection or catheter migration. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Onyx¿ les reflux along the distal tip of the micro catheter: apart from the risk of ischemic complications due to unintended embolization, significant reflux may result in entrapment of the micro catheter causing difficult removal. The amount of reflux that can be accepted must always be compared to the angioarchitecture of the malformation to minimize risk of unintended embolization or difficult catheter removal. In general, minimize the reflux to less than 1 cm along the distal tip of the micro catheter. All other factors may affect this limit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿safety of onyx transarterial embolization of skull base dural arteriovenous fistulas from meningeal branches of the external carotids also fed by meningeal branches of internal carotid or vertebral arteries¿. Complications were observed in three patients. All were related to cranial nerve injury (two with facial palsy and one with trigeminal neuralgia), and all had resolved partially or completely at the last clinical follow up. These complications can be attributed to excessive reflux of onyx in the middle meningeal artery up to the foramen spinosum or excessive retrograde diffusion of onyx into other arterial feeders, which may have induced occlusion of the vasa nervorum and subsequent cranial nerve injury.